Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 574mg/dl. The customer experienced pain and could not catch her breath and was vomiting. The customer stated that the doctor believes the insulin pump was not functioning properly, but the device functions when she programs and delivered a bolus. The customer mentioned being hospitalized twice in the past three weeks. Troubleshooting was declined as customer stated that her doctor would determine if the insulin pump should be replaced. No further information was provided.